Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 400 mg/dl. She also reported that the insulin pump has cracks around the reservoir compartment due to normal use. They declined troubleshooting for high blood glucose. The insulin pump was replaced and returned for analysis.